Event description:
Connector came unattached from the venous blood line. Pt lost 350 cc of blood. The charge nurse witnessed the incident, and confirmed that the pt is okay. Pt was several hours into treatment when this occurred. The involved sample was destroyed.